Manufacturer narrative:
Result: fowler litter assembly, torque tube.

Event description:
It was reported by service report that the frame was cracked at the fowler tube. The fowler was unable to be used and the CPR release does not work. No patient involvement or adverse consequences are reported.